Manufacturer narrative:
Date of this report : 24jul2019. Date rec'd by MFR: 08feb2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the air flow sensor to address the reported issue. After this repair, the device passed performance testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05mar2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported that the ventilator had a low tidal volume. The ventilator was not in use on a patient at the time of the event occurred. Event date not specified; estimate used.